Event description:
A site reported that a pt experienced an asystole event, but the monitor did not provide an asystole alarm. Instead the monitor provided "brady" (bradycardia) and "irregular" alarms. Per the nurse manager of the unit the pt was found slumped over in a chair and required treatment. The pt reportedly regained a heart rate and survived the event. An initial evaluation of the log files was completed. There is no indication of a device malfunction. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.